Event description:
Customer reported picture in picture image quality problems and an intermittent x-ray switch stuck error. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and could not reproduce the reported problems, but adjusted monitor to improve image quality. System operates as intended. This MDR is related to ge healthcare complaint number.